Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No physical sample was returned for evaluation. The defect cannot be confirmed due to not having any evidence to support the reported incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: the original initial MDR for this case was inadvertently submitted via the "test" account of the FDA electronic submission gateway (esg) webtrader. As the original submission was not submitted through the "production" account of the FDA esg webtrader, a new initial MDR submission is required per zoom call with (B)(6) of the FDA esg help desk.

Event description:
As reported, this rn to bedside to start etoposide chemotherapy. Prepared using correct ppe with circle proming technique with chemolocks, attached tubing to secondary port in primary set (also with chemolock). Second rn dakota to bedside to double check/sign chemo. This rn at the computer, (B)(6) rn checking information on bag and pump for settings. Upon pressing start button on pump, pump alarmed "air bubble", so dakota rn tried to open air filter on chamber of secondary set to resolve issue. Entire filter, not just door, popped off chamber, and chemo was spraying directly out of said port. (B)(6) rn did not have gloves on, see other workforce safety e-feedback. This rn grabbed tubing with gloves on, folded tubing in to clamp/pressed finger onto tubing to prevent further leaking. Dakota rn washed hands throughly immediately and went to ask sara charge rn to bring in hemostats to clamp tubing further. Area cleaned. Tubing and bag of chemo placed back in hazard bag. New bag of etop requested up from pharmacy to prep as soon as possible.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph of the incident was submitted for evaluation. Upon evaluation, it was noticed that the air vent was absent from the drip chamber. Although the reported defect was confirmed, a thorough investigation could not be performed without the actual sample. The defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.